Manufacturer narrative:
Please disregard the previously submitted medwatch. After further investigation and additional information received from the laboratory analysis, this complaint is considered non-reportable as there was no functional impact to the performance of the device.

Manufacturer narrative:
The issue was found by the field service representative (fsr) when replacing the o2 sensor during preventative maintenance (pm) of the device. During laboratory analysis, the product surveillance technician (pst) observed that the o2 sensor was loose when plugged into the lab use only epgs, but the performance of the part was not negatively affected. The unit was successfully calibrated and passed fraction of inspired oxygen (fio2) release testing.

Event description:
Upon receipt of the device, the user reported that the oxygen (o2) sensor connector plugs were loose and could not make a good connection. There was no patient involvement.